Manufacturer narrative:
Product complaint # (B)(4). Batch # t5at2h. Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. See attached user facility medwatch. [(B)(4)].

Event description:
It was reported that during an exploratory laparotomy colostomy reversal with resection on (B)(6) 2019, they took the ostomy down, and then they proceed to do a total of four transections with the tlc75 and then two ostomy closures with the tx60b. The surgeon used the cdh29p from above because there was an obstruction and could not insert a dilator transanally. After the device was fired there was leak at the anastomotic site. When donuts were further inspected there was an incomplete donut. Anastomosis was checked with a rigid sigmoidoscope, there were bubbles. The leak was closed with a silk stitch. Upon that leak closure there was another leak, unknown location. It is unknown specifically how the case was completed. Further information was provided that the orange line was in the green gap setting scale at the mid-way mark on the cdh29p, the staple went all the way through the tissue. The surgeon said it was tight on the tissue, the crunch of the washer was heard. The adjusting knob was turned two full rotations and the device was rotated 90 degrees one and the other. The device was removed fine from the anastomotic site. Upon inspection of the donuts by the scrub tech one donut was not complete. Anastomosis was checked with a rigid sigmoidoscope, there were bubbles. The sales rep did not see the bubbles on the staple line. There was a leak. The leak was closed with a silk stitch. Upon that leak closure there was another leak, unknown location. Unknown if there were other leaks. The surgeon believed the leak was from the cdh29p staple line. The sales rep noted there were multiple other staple lines from other devices used during the case and the rep did not see which staple line had a positive leak test. The surgeon did not feel it was necessary to check the donuts. A complete transection of the cutting washer was not visually confirmed and no staple formation issues were reported. On (B)(6) the patient was brought back to the or for abdominal washout, with loop ileostomy.